Event description:
It was reported that the patient sought treatment for pain in his lower back in early 2010. On (B)(6) 2010 patient underwent a fusion procedure at an unknown level using rhbmp-2/acs. Following the surgery, patient's back was extremely stiff, and pain continued to increase. As a result, patient now lives with constant pain and discomfort, has no flexibility and is unable to work.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.